Manufacturer narrative:
Updated fields: b4, d8, e2, e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) replaced batteries that were coming due for replacement in may 2025. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during routine check ,the cs300 intra aortic balloon pump had a short battery runtime. There was no patient involvement.